Event description:
It was reported that the insulin pump alarmed button error and then buttons were unresponsive after battery changed. Troubleshooting was done. Customer's blood glucose was 92 mg/dl. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were within specification. The device had intermittent button response on the act button due to corroded keypad traces noted. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.